Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which the reported condition was not specified. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing for evaluation. Visual examination of the unit confirmed that the white coil cap separated from the large volume cover. The systemic root cause of this failure mode was determined to be interference between the cap and bottle due to the bottle shoulder and low engagement at the cap/bottle interface. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the separated/cracked coil cap is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate had an unspecified problem. When the device was received for evaluation, baxter service personnel reported that the coil cap was separated from the housing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.